Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the bag split at the seam when being removed from the umbilicus. The specimen fell into the patient's abdomen. The specimen was retrieved with graspers through the incision. The incision was not enlarged to remove the specimen. The case was completed with no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.